Event description:
It was reported that during a cardiac ablation procedure, the side port tubing of the sheath came off. The procedure was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0013186809 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 24 inches from the tip. Visual inspection of the handle area was performed. The inspection identified the side port tube was detached from the valve housing. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90 degrees (°) and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The relevant sub-assembly inspection and tests were performed. No anomaly was discovered. In conclusion, the reported issue (side port tubing of the sheath came off) was confirmed through analysis. The sheath failed return inspection due to a shaft kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.